Event description:
There was an allegation of questionable results from coaguchek inrange meter, serial number (B)(6). At 7:00 pm the meter result was 6.4 inr. At 7:30 pm the meter result was 1.1 inr. The customer's therapeutic range is 2.0-2.5 inr.

Manufacturer narrative:
Coaguchek inrange serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.